Event description:
It was reported that the burr became stuck within the lesion. The target lesion was located in the left coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the device was stuck in the lesion and was removed within the catheter. The procedure was completed with another of the same device. No complications reported and patient's condition was stable post procedure.

Event description:
It was reported that the burr became stuck within the lesion. The target lesion was located in the left coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the device was stuck in the lesion and was removed within the catheter. The procedure was completed with another of the same device. No complications reported and patient's condition was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of the rotalink burr catheter. The sheath, coil, burr and annulus were visually and microscopically examined. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched and kinked at the handshake connection preventing the device to run properly. Inspection of the remainder of the device presented no other damage or irregularities.